Manufacturer narrative:
Date of event is unknown; awareness date has been used for this field. It was reported the rubber residue is pulling into the bottle and into the drug. To aid in the investigation, approximately one thousand samples in sealed packaging blisters were received for evaluation by our quality team. One hundred twenty-five samples were randomly selected. A visual inspection was performed. First with a 10x magnifier lens, then with a 30x microscope. There was no damage, defective grind or hooks observed. The bevels and etch were good. No defects or imperfections were observed. A device history record review was completed for provided material number 305185, lot number 1336465. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using bd safety needles foreign matter was found in the fluid pathway. There was no report of patient impact. The following information was provided by the initial reporter: mat# 305185 lot# 1336465. It was reported by the customer that rubber residue is pulling into the bottle and into the drug. Verbatim: it is pulling rubber residue into the bottle & into the drug.